Event description:
Procedure: gastrectomy. Reportedly, the left gastroepiploic artery was coagulated. The artery was then touched with forceps and bleeding occurred. It is not known exactly how much blood was lost. The procedure was converted to an open procedure to stop the bleeding.